Manufacturer narrative:
The cannula accessory was evaluated. Engineering observed that the cannula accessory has a flat spot at the distal tip. A .342 gage pin does not fit through the distal tip inner diameter. Engineering has concluded that the damage to the cannula is likely due to mishandling. Deformation of the tip has the potential to cause scraping in certain loading conditions. No other damage found.

Event description:
The cannula accessory was returned by request from intuitive surgical, inc. As part of an investigation regarding cannula related tube abrasions.